Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she is participating in a diabetes research study. Customer stated that her blood glucose was 39 mg/dl at 2 am and 162 mg/dl at 10 pm last night. Customer's most recent blood glucose is 76 mg/dl. Customer stated that she felt headaches, thirst, nausea, and tired. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were correct. Customer stated that the cannula was not bent or occluded when she removed the set from her body. Customer did not have a tubing clamp. Customer was advised to call back to continue troubleshooting once she receives the tubing clamp. Customer was also advised to do a complete set change. Customer stated that the issue may be the basal rates and her doctor is working with her to determine the settings. Customer mentioned that there is stress involved as well and it runs her blood glucose up.